Event description:
It was reported that a patient underwent a robotic ventral hernia repair procedure in 2025 and barbed suture was used. During the procedure, the surgeon was putting excessive force on the suture to approximate the incision. When pulling by the needle, it popped the needle from the suture. Surgeon advised that it was not a product malfunction but user error. Surgeon terminated the stitch and used a new suture to overlap where the suture broke to help lock the terminated stitch and take tension from high stress points. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please confirm if the suture broke into separate pieces or if the entire needle separated/detached from the suture. It looked as though the suture broke a couple of millimeters from the needle. Can you identify the lot number of the product used? Unknown please provide the source or name and title of external person providing answers to follow-up. There were no external people for this additional information. Rep was in case and this is based on that observation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none.